Event description:
Consumer called to report different readings when comparing their plink meter against laboratory readings. Analysis run on clark error grid using lab reading (56) as ref. Point vs. Bd readings of 79 yielded data points in the d zone of the grid, outside of acceptable limits.